Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
The physician performed a hystoscopy, d&c (dilatation and curettage), laparoscopic tubal ligation and an uneventful novasure endometrial ablation on (B)(6) 2011. After the procedures, the physician noted "circumferential blanching measuring 1x2 cm in diameter at the right cornua" via laparoscopy. There was no perforation seen. The bowel was inspected and no thermal injury was identified. The patient was discharged. Three days later on (B)(6) 2011, the patient returned to the hospital with abdominal pain. A CT (x-ray computed tomography) scan was performed and was negative. The patient was discharged. Approximately two weeks later, the patient returned with "persistent pain and loose stools." A CT scan was repeated which "suggested inflammatory changes in the cul-de-sac suggestive of possible micro-abscesses." The patient was treated with antibiotics and hyperalimentation. After one week, the patient continued to have pain and underwent a colonoscopy which revealed some inflammation, but no bowel injury or perforation. The patient was sent home and slowly improved over the next four to eight weeks.